Event description:
It was reported that the customer had normal blood glucose levels. No exact blood glucose levels were provided. The customer reported a motor error alarm from the insulin pump during prime. No additional information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.